Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and multiple inappropriate shocks for a supraventricular rhythm. Tachycardia therapy was temporarily exhausted as a result of these observations.

Manufacturer narrative:
The patient was seen in the emergency room, where the device therapy zone configuration was reprogrammed and rhythm ID was turned on. The patient's medications were later adjusted. No additional information is available at this time, and current records suggest that this device remains implanted and in service. This event will be updated if any additional information becomes available.